Event description:
The manufacturer received information that a trilogy 100 was returned to the manufacturer's service center for completion return to stock recertification. There was no patient involvement, and no harm or injury reported. During evaluation, the device failed repair testing for hw power fail. The device was returned to the technician for additional evaluation of the failed repair test. At this time, the manufacturer is unable to confirm the alleged malfunction. If additional information is received, a follow-up report will be filed. Additional findings not related to the malfunction/issue: the following components required replacement due to being missing or damaged: rubber feet, passive porting block, cord retainer, and top plate enclosure,